Event description:
The reporting surgeon provided additional info. The pt's current visual acuity is 20/30. The pt had what was described as a presistent "low course of inflammation".

Event description:
A surgeon reported that one of his patients developed severe inflammation following intraocular lens (iol) implant. The condition was later identified as uveitis. The pt continues to be treated with topical medication. Additional info has been requested. The association between this event and the iol is not known.